Event description:
The user reported that a hematocrit saturation module color chip failure had occurred. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval in progres, but not yet concluded.